Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was foreign matter ¿oily substance¿ found on the plunger and ¿excess silicone¿ on the tip of a 10 ml bd syringe luer-lok¿ tip prior to use. There was no report of injury or medical intervention.

Manufacturer narrative:
No physical sample was received, but one photo was provided, confirmed to be from batch #7333976 (p/n 302995). The photo was evaluated. Two plungers with stoppers attached were depicted in the photo, however they were out of focus therefore evaluation was limited. The stopper on the left side appears to have normal silicone presence as expected for this product. Due to the photo being out of focus, the stopper on the right could not be evaluated and it was not possible to confirm whether the silicone content met or exceeded the specification. A clearer photo or physical sample is required for final determination. Product defect could not be confirmed based on photo evaluation. DHR review for batch 7333976 (p/n 302995): manufacturing date: 12/20/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement. A quality notification was issued for excessive silicone presence when a silicone gun was found leaking during regular hourly check. Adjustments were made and product was requalified per applicable aql. Batch 7333976 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. The review showed no rejected inspections during the production of the provided lot number that could have contributed to the reported defect. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Root cause and CAPA not required as no defects were confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.